Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr) for evaluation. Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for unspecified microbes (1 cfu/endoscope). The testing result cleared the french guideline. Then, olympus deutschland gmbh inspected the device and confirmed the following: there was a leakage at the water supply connector of the endoscope connector and adhesive of the bending section rubber. The adhesive of the bending section rubber was defective and cut. The insertion tube was twisted near the adhesive of the bending section rubber. The suction cylinder cover unit was worn and damaged. The universal code was broken. The seat holder unit of the endoscope connector was corroded. There was play in angulation control knob and the angulation was insufficient. The instruction manual provides preventive measures against the reported failure mode. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, omsc concluded that the device was not the cause of the reported event, because the result of microbiological testing by the third party laboratory after reprocessing by ofr cleared the french guideline. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Micrococcus luteus (35 cfu/endoscope). Total coliforms(including e. Coli) and klebsiella pneumoniae (>1 cfu/endoscope). Faecal streptococci and enterococcus durans (>1 cfu/endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, wd440 adaptascope(wassenburg), using peracetic acid. There was no report of infection associated with this report.